Manufacturer narrative:
H10: h3,h6: the reported fast-fix 360 curved needle delivery system, intended for use in treatment, has been returned for evaluation. Visual assessment of the device could not confirm the reported complaint as both ts remain on the delivery needle in their customary pre-deployment positions. The device was not returned in the reported condition of the complaint. The device was tested for deployment using a rubber meniscus model, each t deployed as intended. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Reporter complete address: (B)(6) medical college, (B)(6). Foreign zip code: (B)(6).

Event description:
It was reported that during a procedure, when tried to deploy the anchor, t2 came out from the meniscus. T1 was removed from the patient and a backup device was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.